Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2011-01796. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The rotablator burr cut the rotawire guide wire inside the patient. It is unknown if the guide wire remained in the patient or not. No patient complications were reported.